Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one marquee device was received for evaluation. Upon visual evaluation, the device was received without protective tubing. The device appeared to be clean. The device was half-energized revealing the sample notch. To prime, the cocking handle was pushed into the device. The cocking handle was pushed into the device a second time to fully prime the device. The cocking handle did not push into the device. Therefore, it was not possible to fully prime the device. The cannula was able to fire at half prime. The device was disassembled for further evaluation. The marquee spring guide sleeve on the cannula side was noted to have a crack within the spring. The marquee spring guide sleeve on the stylet side was noted to be broken with the spring. Therefore, the investigation is inconclusive for the reported failure to obtain sample issue as no further functional testing was performed. However, the investigation is confirmed for reported failure to prime as the device was not able to prime during evaluation. Also, the investigation is confirmed for the identified fracture issue as fracture was noted in cannula spring guide sleeve and the investigation is also confirmed for identified break as break was noted in stylet spring guide sleeve. A definitive root cause for the reported failure to prime is due to the identified broken stylet spring guide sleeve. However, a definitive root cause for the reported failure to obtain sample issue, identified break and fracture issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2026). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the tissue was allegedly not cut. It was further reported that priming was allegedly stiff. There was no reported patient injury.